Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00627. Related manufacturer reference number: 3006705815-2020-00629. It was reported that during permanent implant procedure, patient¿s vitals started to drop after implanting leads and ipg. Patient was intubated and stabilized. Physician performed wound wash and completed the procedure. Procedure was extended for approximately 40 minutes than scheduled time due to this issue. Therapy was restored after surgery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.